Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was 167 mg/dl at the time of incident. The customer reported during normal use after battery replacement. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self test. No unexpected restart alarm noted during test..